Manufacturer narrative:
Physio-control has performed several attempts to contact the customer to follow up on the reported issue but no response appears forthcoming. The device was not returned for further evaluation.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). E2014029. Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their lucas 2 CPR chest compression system did not provide adequate compression force for CPR during a patient event. The customer believes that return of spontaneous circulation (rosc) or any electrical activity on the patient was not achieved as the result of device use. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.